Event description:
It was reported that the vns patient's device was bothering the patient. The patient's seizures had been well controlled with medications so the physician planned to disable the device. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient had always expressed dissatisfaction of the presence of the device in her chest. It was reported that the presence of the device had become an obsession for the patient and related to patient comfort. The patient's device was tested and showed normal device function. The patient's device settings had been reduced steadily and the patient had remained stable.